Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption and the pump history did not reflect accurate data despite being in use. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose level was in 222-450 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue pump history and missing data were verified, however; based on the analysis, the alleged battery issue could not be verified.